Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient reports no longer getting symptom relief after a knee surgery, but they can still feel stimulation. Rep had the patient switch to another program, but the patient called back reporting still no symptom relief. Amplitude was increased to 2.0v, but they still had no symptom relief. Rep will meet patient in healthcare provider's (hcp) office. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported incontinence. The patient reported they met with a manufacture representative (rep) and she was very helpful. The patient noted the issue had been partially been resolved. There were no further complication that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were getting partial relief and that the causes of their symptoms were undetermined and unpredictable. The issue was reportedly partially resolved. No further information reported.